Manufacturer narrative:
Concomitant medical products: combo drop of gatifloxacin, bromfenac & prednisolone. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62578. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported erosion of the left eye against the xen®45 gts. Treatment was noted with gatifloxacin drops and noted trichiasis rll was epilated. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the reported complaint was not confirmed. The specimen cup and lid were examined under magnification to locate the suspect gel stent. The reported complaint was not confirmed as the returned implant was unable to be successfully located in the packaging. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification to ensure that the conforming xen implant is properly loaded into the injector and the retention plug is placed on the needle. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported erosion of the left eye against the xen®45 gts. Treatment was noted with gatifloxacin drops and noted trichiasis rll was epilated. The device has been explanted.